Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A device history record review was conducted. The manufacturing records were reviewed and no complaint related issues were found. A manufacturing evaluation was conducted. The ream,ER head is stuck on the flexible shaft which points to the fact that the coupling prongs were twisted during mechanical overloading. The shaft was bent and shows marks of forcible use at the machine coupling. The outside diameters meet our specifications. No manufacturing related fault was found.

Event description:
It was reported that while reaming a tibia on a (B)(6) year old male patient the shaft and head stuck together. The shaft of the 5.0mm flexible shaft was bent and would not fit over the 8.15mm reamer head so the surgeon could ream. Surgeon selected another reamer head and shaft and completed the procedure. Nothing was broken and no pieces were in patient. This is report 1 of 1 for complaint (B)(4).